Event description:
It was reported the anchor deployment tool came apart when deploying causing the anchor to pull the catheter back and was not in the location the clinician desired. However; no troubleshooting, intervention or other actions were taken to resolve the catheter pulling back out of location because it was not necessary. It was noted no actions were required as a result of the event. The cause of the issue was undetermined. The deployment tool would be sent back for analysis. It was further reported there were no patient symptoms and the patient¿s status at the time of this report was ¿alive- no injury.¿ the patient was doing well. The pump was being used to deliver morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Additional information/device evaluation summary: the anchor deployment tool was received for analysis. The hypotube was separate from the anchor deployment tool base as received. Analysis found that the handle momentarily slipped from the base of the anchor deployment tool. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: neu_unknown, serial# unknown, product type: unknown. (B)(4).

Event description:
Additional information received reported that the catheter and an unknown neuromodulation device were returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.